Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized on the same day as the onset. The patient was treated with vancomycin (1 gram, route and frequency were not reported) and meropenem (1 gram, route and frequency were not reported) for peritonitis. At the time of this report, the patient has not recovered from the event. On an unreported date, the patient was discharged from the hospital, the patient¿s catheter was removed and pd therapy was discontinued. No additional information is available.